Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the peeling of the coating on the insertion section of the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled/subjected to stress forces. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use ¿ do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents: detergent solution: use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the subject device was a loaner device from olympus. The reported event did not involve a patient/procedure.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, coating on the insertion section peeling, bending section cover damage, and channel tube leak were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera elite bronchovideoscope bending section cover is leaking. During a standard service inspection of the customer returned device, coating on the insertion section was peeling off. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.